Event description:
The reporter stated that the device reasult was 562 mg/dl compared to a lab result of 91 mg/dl. No treatment wa given to the pt. The device was replaced and requested to be returned for evaluation.